Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead exhibited high impedances in every position tested during the implant attempt. The lead was capped. No patient complications have been reported as a result of this event.